Manufacturer narrative:
Analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Conclusion: not yet available, evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one week after the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital with chest and abdominal pain. An acute aortic dissection was identified. The transcatheter valve was explanted and an aortic valve replacement occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
B5. Additional information reported that it was unknown if the valve or the delivery catheter system (dcs) used during the implant of the valve caused the dissection. No dissection was apparent on the angiogram or echocardiogram immediately post implant. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was submerged in transparent fluid in an explant jar. Several remnants of native tissue were received with the returned valve. All leaflets were in the closed position. All leaflets were tan-brown, slightly stiff yet flexible and intact. All commissures were intact. Multifocal thrombotic host tissue observed abluminal to the valve skirt. Pannus was noted on the margin of attachment of one leaflet. Cardiovascular injury, such as dissection, is a potential risk associated with the implant of a bioprosthetic valve in the evolut r instructions for use (IFU). In this event, it was unknown if the cause of the dissection was related to the valve. A dissection was not apparent on the angiogram or echocardiogram immediately post implant. Based on the information received and the observations gathered from the product analysis, a root cause of the aortic dissection could not be conclusively determined. The device history records for the valve and frame records were reviewed. The device met all manufacturing specifications for final product release as there were no indications of a potential manufacturing issue, device misuse or a quality deficiency. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis update: the explanted valve was sent to an external testing facility for evaluation. Gross evaluation, imaging evaluation, and a histologic assessment were performed on the valve. It was observed that the evolut r frame was intact with dark-red clotted tissue on the inflow frame at the skirt level. The leaflets were pliable without gross evidence of vegetation, thrombus, or calcifications. The valve was subjected to micro-CT and radiographic imaging. No fractures were identified and there was no evidence of calcification involving the leaflets or the frame. Histologic evaluation concluded that all leaflets showed no neointima or valve degeneration. Focal thrombus which was less than the leaflet was observed in all leaflets, mostly on the aortic surface with almost no thrombus on the ventricular surface. Inflammation was seen on the aortic surface and very little inflammation was seen on the ventricular surface. No calcification was observed on any of the leaflets. The final diagnosis indicated that the evolut r valve was normal with mild thrombus deposition on the base of the leaflets accompanied by mild inflammation. In addition to the explanted valve, fragments of native tissue were also evaluated. The final diagnosis indicated that the native tissue had severe calcification and fibrosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.